Event description:
Infusomat space pump IV set 15drops/ml 123 inches, ref 490100, rn began to prime line and noticed significant leakage just after the tubing exits pump resulting in approximately 30 ml loss from a 112 ml bag. It took several seconds at the priming speed to shut off pump and clamp to stop the leakage. Drug was leucovorin. Pharmacy had to remake bag. Upon inspection of the tubing. There was 1 in split in the tubing after just past the piece that fits into the pump.